Event description:
Fill volume: asku flow rate: 5ml/hr procedure: chemotherapy cathplace: IV please reference: 2026095-2015-00154/15-00447(b) an international distributor reported a "product confusion". A 5ml/hr pump was used instead of a 2ml/hr pump. The incident occurred in (B)(6). It was also reported as, "use of ep1 lt270-54 instead of epii lt270-132 by mistake - 2 times. Diffusion in 48 hours instead of 96h (5fu) but no consequence for the patients." The incident was reported as, "function - too high". Additional information was requested, however is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no device testing methods were performed. For this reason results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation, however, it was reported that the customer used the wrong model pump in error, thus causing the infusion to end sooner than expected. Therefore, use error was the cause for the reported incident. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.